Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was determined to be touch contamination. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis. The patient was seen in the pd clinic on 03/sep/2025due to abdominal pain. The patient had pd cultures obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1.5g for three weeks (frequency not provided). The cultures resulted positive for methicillin resistant staphylococcus aureus (mrsa). The white blood cell (wbc) count was 1350 with 14% polymorphonuclear (pmn) cells. The patient did not complete the antibiotics due to work and would not return the rn¿s phone calls. The cause of the peritonitis was touch contamination.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain. The patient had pd cultures obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1.5g for three weeks (frequency not provided). The cultures resulted positive for methicillin resistant staphylococcus aureus (mrsa). The white blood cell (wbc) count was 1350 with 14% polymorphonuclear (pmn) cells. The patient did not complete the antibiotics due to work and would not return the rn¿s phone calls. The cause of the peritonitis was touch contamination. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of fluid overload, peritonitis, and abdominal pain. The patient was not in treatment at the time of the event. The patient was homeless and had missed five treatments prior to the hospitalization. The patient had refused to change modality to hemodialysis (hd) and would not answer the calls and texts from the pdrn or social worker when he missed the pd treatments. The patient checked out from (B)(6) hospital on (B)(6) 2025 against medical advice (ama). The patient was then admitted on the same date to (B)(6) hospital. The cause of the fluid overload was the patient not completing pd treatments. The peritonitis was a continuation from an episode that was initially diagnosed on (B)(6) 2025. The patient never completed the antibiotic regimen resulting in the peritonitis not resolving. The culture results were the same showing methicillin-resistant staphylococcus aureus (mrsa). The antibiotic therapy was not available. The patient¿s pd catheter (not a fresenius product) was pulled on (B)(6) 2025 due to the relapsing peritonitis. The patient started hemodialysis (hd) on (B)(6) 2025. The hospitalization was unrelated to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient remains hospitalized.

Manufacturer narrative:
Correction: b5, h10 clinical investigation clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no causal relationship between the use of the cycler set and the peritonitis event as the cause of the peritonitis was reported to be touch contamination by the patient. Additionally, the patient did not follow instructions for the antibiotic therapy when first diagnosed (B)(6) 2025 and did not complete the regimen. This resulted in the peritonitis never resolving which led to the pd catheter being removed and transition to hd. The liberty select cycler and the liberty cycler set can both be excluded as the cause of the patient¿s hospitalization for fluid overload and peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain. The patient had pd cultures obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1.5g for three weeks (frequency not provided). The cultures resulted positive for methicillin resistant staphylococcus aureus (mrsa). The white blood cell (wbc) count was 1350 with 14% polymorphonuclear (pmn) cells. The patient did not complete the antibiotics due to work and would not return the rn¿s phone calls. The cause of the peritonitis was touch contamination. The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of fluid overload, peritonitis, and abdominal pain. The patient was not in treatment at the time of the event. The patient was homeless and had missed five treatments prior to the hospitalization. The patient had refused to change modality to hemodialysis (hd) and would not answer the calls and texts from the pdrn or social worker when he missed the pd treatments. The patient checked out from (B)(6) hospital on (B)(6) 2025 against medical advice (ama). The patient was then admitted on the same date to (B)(6) hospital. The cause of the fluid overload was the patient not completing pd treatments. The peritonitis was a continuation from an episode that was initially diagnosed on (B)(6) 2025. The patient never completed the antibiotic regimen resulting in the peritonitis not resolving. The culture results were the same showing methicillin-resistant staphylococcus aureus (mrsa). The antibiotic therapy was not available. The patient¿s pd catheter (not a fresenius product) was pulled on (B)(6) 2025 due to the relapsing peritonitis. The patient started hemodialysis (hd) on (B)(6) 2025. The hospitalization was unrelated to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient remains hospitalized.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.